Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were no filament in the sensor when she removed it. The customer¿s blood glucose was 175 mg/dl. Troubleshooting was done for needle break and needle hard to remove. Customer not reported that the sensor or introducer needle fractured while in the body. The sensor will not be returned for analysis.